Event description:
The nurse of a (B)(6) male pt called zoll customer support to repot that the pt's monitor response buttons weren't working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device summary evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the monitor response buttons were non-functional. The cause for the failure was isolated to a cracked rear response button flex cable, causing the response button to function intermittently. The root cause for the cracked flex cable could not be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.